Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient lost therapy due to not being able to charge the ipg. The issue was resolved through an ipg replacement.